Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose with blood glucose of 241 mg/dl, the customer current blood glucose was 237 mg/dl. The customer was hospitalized on (B)(6) 2018 @ at 2pm. The customer was treated with insulin pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test, self test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test.

Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test, self test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Insulin pump passed the delivery accuracy test at 0.08770 inches.